Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with the monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The cause for the failure was isolated to contamination in the distribution node (dn) pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patent was receiving a service code 204 (belt/monitor unusable).